Event description:
IV tubing primed with chemotherapy (cytoxan) broke after being inserted in IV pump, but before tubing was connected to patient. Break located at upper y-site of tubing. Break in tubing caused medication to spill from tubing onto floor (approximately 30ml). Medication did not spill on patient or any other person. Chemo spill cleaned per protocol. Chemo pharmacy was notified. Per instruction from chemo pharmacy, broken tubing and IV bag with remaining medication disposed of properly in black medical waste bin. Charge rn and apsm (assistant patient services manager) notified and arrived at bedside.